Manufacturer narrative:
The insulin pump passed all functional testing including idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. The drive support was inspected and no anomaly was noted. The insulin pump was tested with liquid filled reservoir and no air bubble anomaly noted. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 495mg/dl and their insulin pump had rewind anomaly. Customer reported that the high blood glucose levels began on (B)(6) 2017. Customer agreed to troubleshoot for high readings. The drive support cap appeared normal. There were no leaks but there were tiny bubbles in reservoir. There were no site or insulin issues. The device settings were correct. High pressure test was performed when the customer received tools and insulin pump had rewind anomaly. Customer was advised to disconnect and revert to back up plan per healthcare professional's recommendation. The product was returned for analysis.